Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported that a twelve year follow up CT scan revealed a distal type I endoleak from the ipsilateral limb. The physician elected to performed an intervention where the type ib endoleak was successfully treated with a 16x10x124 endurant ii limb. Per the physician, the cause of event was unknown no additional clinical sequelae was reported and the patient is doing fine.